Event description:
It was reported by ding et al in a literature publication titled ¿intermediate clinical outcome of bryan cervical disc replacement for degenerative disk disease and its effect on adjacent segment disks¿ that: between november 2004 and april 2007, a total of 38 bryan cervical discs were implanted in 34 patients. Two patients were lost to follow-up, and the remaining 32 patients, who complied with follow-up, comprised the study cohort. Patients were evaluated preoperatively; at 3, 12, and 24 months postoperatively; and at last follow-up, which ranged from 32 to 69 months (average, 49.4 months). Thirty-two patients were followed up for 32 months, 30 patients for 36 months, 18 patients for 48 months, and 3 patients for 60 months. Of the 32 patients, 19 were men and 13 were women. Mean age was 44.1 years (range, 29-58 years). Surgery was successfully performed in all patients. Throat discomfort and dysphagia were reported in 6 patients. All of the symptoms were transient and disappeared within 2 weeks with no treatment.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.